Event description:
It was reported that the patient's blood glucose (bg) levels reached 394 mg/dl, while wearing the pod on the abdomen longer than 48 hours. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
A tear was found on the exposed portion of the soft cannula. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged. No damages or manufacturing deficiencies found that would result in irritation at the infusion site. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
A tear was found on the exposed portion of the soft cannula. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged. No damages or manufacturing deficiencies found that would result in irritation at the infusion site. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 394 mg/dl, while wearing the pod on the abdomen longer than 48 hours. A new pod was applied to treat the hyperglycemia.